Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported by the nurse technician that during use of an introflex sheath in a female patient, the insertion site kept bleeding and continued to slowly ooze over the course of a 24-hour timeframe. ICU staff finally discovered that the catheter was dislodged from the hub of the tuohy-borst valve and the catheter was then removed. Upon inspection, a complete separation of the catheter from the hub was noted. The clinician also stated that they are not sure if the catheter had been ¿sliced by the suture blade on insertion¿ rather than being ¿broken away by the patient.¿ the estimated blood loss was not known; however, it was reported that the patient required a blood transfusion. The number of units transfused to the patient was not known and the reporting clinician indicated the transfusion ¿could also have been related to the patient¿s surgery.¿ the patient was reported to have remained stable. The patient¿s age, diagnosis, comorbidities, and type of cardiac surgery performed are unknown.

Manufacturer narrative:
Our product evaluation laboratory received one touhy-borst-type introducer. The touhy-borst cap was not returned. As received, the sheath hub was broken and blood was visible in the valve housing. The sheath hub was completely broken into halves, just proximal of the suture wing. The edges of the hub appeared to match at the break location. The hub appeared to have been cut. There was no visible damage on the sheath body or valve housing. The customer report of "separation of catheter from the hub" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The general risks and complications associated with indwelling catheters are well documented in the literature. It is standard clinical practice to inspect these devices and accessories prior to use on a patient. Any issue with the hub being broken would be observed during this inspection. The introducer can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.